Event description:
New information received notes oversensing was observed on the atrial lead prior to the procedure to explant the lead. The patient was stable throughout.

Event description:
It was reported in clinic that the patient's atrial lead exhibited noise. The physician opted to explant and replace the atrial lead. The patient was in stable condition.